Event description:
Info on a medical device registration form indicated that attempts to deploy a coronary stent with delivery system at the target lesion site in the pt's right coronary artery were unsuccessful. During the withdrawal of the delivery system, the physician noted that the stent was missing from the balloon catheter. The physician was uncertain if the stent had embolized in the pt's body or was not present on the balloon catheter prior to use. Attempts to deploy another MFR's stent were unsuccessful due to closing of the pt's vessel. The pt was sent for coronary artery bypass graft surgery. Surgery was unsuccessful and there were no add'l clinical sequelae reported relative to the event.